Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had out of range impedance measurements. A lead fracture was suspected. Urgent intervention was performed as the patient was bradycardic and reported feeling dizzy. The lead was explanted without incident. The lead was discarded following the procedure and will not be returned for analysis.